Event description:
The heater on the nxstage continuous renal replacement therapy (crrt) machine was noted to be loose and falling off. Clinical engineering assessed the machine noting that the screws were too short for the bracket and the threads were stripped. No patient was involved during recognition of the problem.